Event description:
It has been reported to philips that the system would not boot up. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The philips field service engineer provided remote support. The biomed confirmed that the system was not starting and there was no image seen on the screen. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. A flexvision pc was ordered which was installed by the customer. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.